Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, and 90% stenosed distal right coronary artery. The lesion was pre-dilated using a 2.0 x 15 mm balloon. A 2.25 x 23 mm xience v was deployed. After removing the xience v, angiography showed a dissection at the distal edge of the implanted stent so a 2.25 x 18 mm stent was deployed to cover the dissection. The patient has been discharged and is doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: whisper; inflation: other; guide cath: medtronic. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.